Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was unresponsive to touch when the user attempted to unlock the device, and the user was advised to try a stylus, which subsequently improved the ability to press on-screen buttons. Symptoms included no clinical manifestations. Outcomes included no impact on health and no alarms. Investigation included user follow-up and troubleshooting education. Investigation of this case revealed a user interface responsiveness issue consistent with diminished touch sensitivity on the display, mitigated with a stylus, with no device alarms or therapy interruption reported. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface performance variability related to touch input sensitivity.